Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the distal coil was fractured at 16.5 cm from the connector pin due to a cyclic bending force being exerted on the lead.

Event description:
It was reported that the right ventricular lead fractured due to clavicular crush and exhibited a capture anomaly. The lead was explanted and replaced.